Event description:
It was reported that during routine follow-up it was observed that the right ventricular (rv) lead had low sensing and high pacing thresholds with no capture at 7.5v. It was thought that the observations were due to lead fracture. Subsequently, the lead was surgically capped and replaced without sequela, and a new device was added to the system. No additional adverse patient effects were reported.